Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. Visual and microscopic examination of the stent found proximal stent damage. Stent struts on row 14 from the proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28feb2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severly tortuous and severly calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm balloon catheter, a 2.50mmx28mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was ended with no patient complications reported. The patient's status was stable. However, returned device analysis revealed stent damaged.